Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot (B)(4), ubd: 03-jul-2021, (B)(4); product ID: 977d260, serial/lot (B)(4), ubd: 09-aug-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Study article summary: the study aimed to determine the feasibility of polymodal modulation therapy in subjects with chronic intractable lower back pain with or without leg pain. The authors concluded that the results of the study confirmed the functionality, efficacy, and safety of pm-scs in a trial phase stimulation period. Reported event: 1 patient ((B)(6)) experienced lead movement and had developed pain in a new location that was ¿definitely¿ procedure or device related. The event severity was considered mild and the issue was resolved within one day with lead repositioning. The patient¿s right lead was removed as a result of the issue and their left lead was repositioned. It was noted the patient left the study as a result of the adverse event. It was noted the patient had enrolled in the study on (B)(6) 2017 and withdrew on (B)(6) 2017. On 2018-02-11 e2/reply to queries (hcp): additional information received from the study¿s director of research reported the issues were resolved on (B)(6) 2017 after the reported interventions and the patient had fully recovered by the time of follow-up. It was noted that both events had started on (B)(6) 2017. Though it was reported the events were not unanticipated, it was noted that the causes were not clearly determined. No further complications were reported or anticipated. Please note the first paragraph of the reported event was initially reported in regulatory report 3007566237-2017-04864, but has since been split into this separate regulatory report due to the receipt of unique identifiers involving the patient. All further information received regarding the above reported event will be reported as part of this regulatory report. See attached article.